Manufacturer narrative:
(B)(4). Total number of events summarized -(B)(4). Ams intepro y-mesh.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. The device remains implanted. No further complications have been reported in relation to this event.